Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 1096798.

Event description:
It was reported that the patient was not able to achieve sufficient pain relief from the spinal cord stimulator device. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted device will not be return as it was kept at the facility.